Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while riding his tractor. The patient's heart rate was around 120 bpm and the device was double counting that rhythm. Double counting stopped post-shock, preventing another inappropriate shock. At the time, alternate vector looked the best for programming. There were no adverse patient effects reported. Additional information was received from the hospital pathology department that the patient presented back to the emergency room five days later after receiving more inappropriate shocks. Attempts to mitigate these events were unsuccessful in trying to obtain an appropriate vector and the smart pass filter could not be programmed on due to poor r-wave signals. The patient presented to the s-ICD clinic on (B)(6) for an x-ray, which revealed the s-ICD had migrated more anterior causing the change in r-wave signals. There was no mention of electrode migration. The patient was given options and elected to have the s-ICD system explanted and replaced with a transvenous system. No additional adverse patient effects were reported.